Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked top case corners, both plunger cases and bottom case speaker screw broken. Event log history was performed and indicated that motor rate error and motor not running were reported in history. During analysis, motor rate error was found at occlusion test. It was noted that normal wear of the motor assembly was the cause of the reported issue. Service replaced the stepper motor, worm coupling, worm gear, lead screw and both clutch halves to correct the reported issue. Service also performed occlusion test and all functional tests which passed. Based on the evidence, the complaint was confirmed, and no fault was found as the reported issue was caused by normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited motor rate error and motor was not running. No patient was involved in this event. No adverse effects were reported.